Event description:
It was reported that during implant high pacing threshold was observed. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of change in threshold was not confirmed in the laboratory. The device sensed and paced normal on the bench and throughout uts. The cause of the field anomaly was undetermined.